Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to unlocked lcd keypad connector. The device was received with cracked reservoir tube lip, minor scratches on the lcd window and scratches on the reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the up button does not work at all. Customer's blood glucose reading was 157 mg/dl. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.